Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the latch was broken. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.